Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5097088) that the following incident occurred (B)(6) 2020: an arthrex low profile 10mm reamer (ar-1410lp, lot 10312168) was being used in the operating room for an acl surgery when the tip broke off. Additional information obtained 11/12/20: the facility has confirmed that the two broken pieces were successfully removed. The surgeon had to make an additional posterolateral portal to retrieve one of the pieces that went to the back of the knee. The facility will not release the product. It is held in the quality department of the facility and is available to be viewed at the facility.